Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for uric acid ver. 2 (ua2). The erroneous result was reported outside of the laboratory. The initial ua2 result was 1 umol/l. The customer complained that a clot was observed in the sample but the instrument did not produce an alarm. The sample was repeated and the result was 281 umol/l. No adverse event occurred. The ua2 reagent lot number was 12204001 with an expiration date of 12/31/2016. It was noted that the customer received negative or zero values for several other tests with this sample. A specific root cause could not be identified. Additional information for investigation was requested but was not provided. The typical root cause for discrepant low results is related to contamination of the sample probe caused by improper pre-analytics but this could not be confirmed since the customer deleted the alarm trace.